Manufacturer narrative:
Evaluation summary: it was caused due to the loosened insertion flexible tube (ift) applied an excessive force. We received the defect and conducted the following investigation and repair. Observations: insertion flexible tube (ift) loosened. Repair: replaced the insertion flexible tube (ift). This device is not distributed in us to that unique identifier is blank. This device is not marketed in us , therefore 510k is not applicable. Model eg29-i10c-us available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured at the time before use. There was no report of patient harm. The ift is loosened and leaky.